Manufacturer narrative:
Corrected information: it was originally reported that the patient had expired. However, after follow-up with the facility, it was reported that the patient did not expire but the pump was explanted. (B)(4)

Event description:
A health care professional reported that the patient was alive and well. However, the pump was explanted due to withdrawal symptoms. It was also reported that they believed the pump was not working properly.

Event description:
The patient's spouse reported that the patient expired. The cause and date of death are unknown. It is unknown if the patient's death is related to pump therapy.